Event description:
It was reported that the reservoir of a large volume intermate ruptured during infusion. The reporter stated that about 20cc of the solution remained in the device. It was filled with the antibiotic rocephine. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the bladder was observed to be ruptured. Microscopic inspection of the bladder revealed a mark on its interior surface near the rupture line. The cause of the rupture was not determined. A CAPA has been opened for this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.